Event description:
It was reported by service report that the hydraulic hoses were leaking by the fittings. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hydraulic hose assembly.